Event description:
Hooked pt up to defibrillator; turned machine on and the screen did not light up; verified that all connections were intact, removed battery, disconnected cord from electrical outlet, replaced same battery and purged back into outlet; screen lit up and prompted a defibrillator check before using; check was performed. Turned energy down to 30 joules, changed machine, all clear called and shock delivered; pt was connected to the defibrillator so pt received the 30 joule shock; pt aware of shock, monitored pt's rhythm to nsr. Physician notified; proceeded e case. The device has been checked earlier per protocol.